Manufacturer narrative:
Analysis and results: there are previous confirmed complaints of the same code-batch regarding this issue. We manufactured and distributed in the market (B)(6) units of this code-batch. There are no units in our stock. We have received 16 unopened pouches to analyze this case. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that some threads (5 of 16) break easily next to the needle. The detachment of the needle occurs by too much thermal treatment applied to the thread ends which causes that the thread burns and breaks easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that one pouch comes with the needle loose without the suture, they open another suture and it comes loose in the same way, they open a third pouch and the same thing happens. No more information has been provided.